Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that " the pump screen turn on/off without any button interactions from user". Customer¿s blood glucose level was 233 mg/dl. . The customer continued to used pump for insulin therapy; however, a replacement pump was sent to the customer.